Event description:
It was reported that when a device was used during a stapled hemorrhoidectomy, the device fired an incomplete staple line, malformed staples, and was difficult to remove from the tissue. The tissue was cut free from device and repaired. Surgeon completed case with hand suture.